Event description:
It was reported that the placement of the patient¿s implantable neurostimulator (ins) was right at their bra line which was uncomfortable and caused discomfort at the pocket site. In addition, the patient felt that it was ¿sticking out¿. The ins was then successfully repositioned lower on the patient¿s body by their physician on (B)(6) 2015. It was noted that the pre- and post-operative impedance measurements were within normal range. The patient was reported as doing well and receiving effective therapy post-revision. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).